Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2016 with the following findings: review of the black box data revealed an unexpected power on reset event recorded on (B)(6) 2016. On examination, the battery compartment was noted to be cracked. The returned battery cap was intact and without damage and secured properly to the pump and was not able to maintain electrical connectivity during testing and intermittent power failure was duplicated. There was moisture corrosion inside the battery compartment. Leak testing failed due to moisture ingress into the battery compartment at the site of the battery compartment crack. The pump was opened for further inspection and did not reveal any evidence of damage, defect or contamination of the pump¿s interior compartment.